Event description:
Care fusion anesthesia station unknowingly became unplugged due to the location of the plug into the onboard power supply. This caused the battery to die after 45 mins during an operating room procedure. No harm to the pt. This issue should be known by the FDA as these stations are FDA regulated. Due to the regulations, no one but the care fusion staff is allow to troubleshoot and tend to immediate issues with these stations as per care fusion. We are being told, a new cord has been developed with a locking device but is not available yet. Does the FDA know about this issue? All future stations should be equiped with this cord prior to any installation so that the station does not go down during a major surgery.